Event description:
It was reported that patient faced infusion set fell off event on (B)(6) 2026 during use. The infusion set was used for two and half hours.

Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: ca. Zip code: 92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.